Manufacturer narrative:
(B)(4). The device was returned for investigation. The device was powered on and the alarm silence button was found to be defective. The reported complaint was verified. The top membrane of the switch will be replaced to correct this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance, a ventilator's alarm silence button was functioning intermittently. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.